Event description:
Silicone implant device has created questionable autoimmune response. Over the past year and a half, multiple md visits form chronic severe fatigue, depression, joint pain, numbness, tingling, muscle pain, insomnia, abrupt menopause have arised post breast augmentation with a silicone device. Mentor (B)(4). Currently have a diagnosis of rheumatoid arthritis and low vit d levels. Scheduling for extraction.